Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that during a cath lab procedure in the femoral artery the catheter "snapped" in two when trying to remove it from the patient. The catheter was retrieved using a snare. It was indicated that there was resistance noted when removing the catheter. The introducer being used was a terumo. There was no patient complications reported. Followed up with customer and there was no other information that was provided.

Manufacturer narrative:
Multiple attempts were made to obtain the catheter for evaluation. However, the device has not been returned. If the device is returned a supplemental report will be submitted. It is not possible to determine what clinical or procedural factors may have contributed to the event. No actions will be taken at this time.